Event description:
Pt in clinitron bed "coded". CPR button on bed was activated to lower the cradle in order to position the pt for emergency intubation. The cradle did not fully lower to supine position. The pt was then physically repositioned and successfully intubated.